Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse noticed that the waste chamber was full when the ion selective electrode (ise) module was raised. The fse discovered that tubing #15 was kinked, causing the overflow issue. The fse replaced tubing #15, and drained and cleaned all electrodes to resolve the issue. Failure mode of the leak is attributed to a kink in tubing #15. (B)(4).

Event description:
The customer reported a leak from the ion selective electrode (ise) drain assembly of the unicel dxc 800 synchron system which occurred while priming the instrument. The customer stated that the ise drain assembly was not draining and fluid overflowed into the instrument and down onto the laboratory floor. The amount and identity of the leak are unknown. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and protected eyewear at the time of the event and no injury or direct contact with the leak was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.